Event description:
The manufacturer was notified on (B)(6) 2016 that during an aortic valve replacement on (B)(6) 2016, a perceval 21/s had failed to be implanted. The valve was deployed and the echo evaluation was showing a paravalvular leak. The valve seemed to be positioned too high in the ncc and not fully expanded. The valve was redeployed and the echo evaluation was showing a paravalvular leak. The valve seemed to fully expanded and positioned lower but still too high between the ncc and lcc. The valve was removed and a perimount valve size 19 was then implanted. The first xct was 40-45 minutes the second xct was 27 minutes and the third 37 minutes. The patient was bleeding from the basis of the annulus requiring tamponage with gauzes. Patient was then stabilized. The implanting surgeon referred a particular patient annulus anatomy that might have contributed to the non proper valve positioning. The implanting surgeon referred also no concern about the valve functionality.

Manufacturer narrative:
Nov 25, 2016 ¿ DHR completed. The complete manufacturing and material records for the perceval heart valve, model icv1208, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) the results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. The valve was returned on sep 20, 2016 and a gross examination was performed. Echocardiogram was performed on (B)(6) 2016. Preop: tricuspid aortic valve with severe stenosis. Postop: the prosthetic valve is misplaced in the aortic root (at least the portion in the non-coronary cusp) with a significant leak around the device resulting in severe pvl. There is minor (trivial to mild) central aortic regurgitation. The leaflets seem to be moving normally analysis of the echos provided states that the prosthetic valve was misplaced in the aortic root at the ncc with significant paravalvular leak after both deployments. There is minor central regurgitation and the leaflets appear to be moving normally. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. As indicated in the details of the event and as seen echo imaging, the sub-optimal position of the perceval valve most likely contributed to the central and paravalvular leak. Corrections: device availability, follow-up MDR #1 accidently omitted the information that the explanted device was received for analysis.

Event description:
Additional information was received stating that on the second post-operative day, the patient passed away due to thrombosis of the carotid arteries.